Event description:
A research article comprised of a long term follow-up study of vns patients. This report captures the high impedance reported in the article. Seven patient required a complete system replacement with one patient requiring a replacement a second time. It was also reported that increased system impedance with the clinical correlation of seizure worsening was the indication for system replacement. The reports of deaths are captured in MFR report # 1644487-2018-01272. The report of seroma and ecchymosis are captured in MFR report # 1644487-2018-01274.